Event description:
It was reported that a lead warning triggered due to high/ undefined right ventricular (rv) pacing impedance, and high/ undefined rv defibrillator impedance measurements. A lead fracture was suspected. In addition, the left ventricular (lv) lead exhibited high thresholds. The patient was transferred to a different facility, and the lv lead was reprogrammed, and the rv lead was programmed off. The device was programmed off, per patient request. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.